Event description:
It was reported to philips that the device doesn't hold its defibrillation parameters. There was no patient involvement.

Manufacturer narrative:
The device was sent in for bench repair for maintenance from a philips field service engineer (fse). Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. Bench repair replaced the capacitor assembly to resolve the noted issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.